Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18818). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was presented that when the patient was presented in clinic for a normal check the device was unable to be interrogated with two different programmers. The device was replaced and the patient is doing fine.